Manufacturer narrative:
Device investigation summary ¿ it was reported that a driving cap (03.010.523 lot 8751022) threaded tip broke inside a radiolucent insertion handle during a tibial nailing procedure. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis hammering on the device before fully seating the driving cap on the aiming arm and/or repeated cross threading the device. The driving cap is mentioned in five (5) technique guides: cannulated tibial nail, adolescent lateral entry femoral nail (alfn), retrograde/antegrade femoral nail, suprapatellar instrumentation for tibial nail and cannulated lateral entry femoral recon nail. In each instance it is used in conjunction with an aiming arm and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The aiming arm/driving cap assembly are attached to the nail which is inserted into the patient using a combination of twisting motion and light hammer blows. Relevant drawings for the returned instrument were reviewed; the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 3, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a resident screwed a driving cap onto an insertion handle during an intramedullary tibia nailing procedure for a tibia fracture on (B)(6) 2015. The tibia nail assembly with insertion handle and driving cap was inserted over a reaming wire into the tibia. After hand insertion, a mallet was used to advance the tibia nail. After just a few mallet strikes, the driving cap broke at the base of the threads. The tibia nail was advanced to the final position by using the broken driving cap onto the secondary insertion handle¿s threaded hole. The patient¿s post-operative status/outcome was reported to be as ¿planned.¿ no broken fragments were left in patient. The procedure was successfully completed without any surgical delay. The broken driving cap was removed with normal disassembly with ball hexagonal screwdriver. This report is 1 of 1 for (B)(4).